Event description:
It was reported that the pt had a MRI performed "almost a year ago," and one week later presented to the pt's physician complaining of feeling "floppy." When the pt's pump was interrogated, it was noted that the settings were "completely different." The pump was reset and the pt did "fine." No further details or pt symptoms were provided at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).